Event description:
The incident involved a pt with alzeimer's disease, dysphagia, coronary artery disease, acute myocardial infarction, aspiration syndrome, dvt, pulmonary embolism, cerebral hematoma and peg tube placement. Resident was non-ambulatory and required total care by staff. Resident was given a whirlpool bath by a cna using an arjo sl-10 stationary chair lift. After completing the bath the cna lifted the resident in the chair lift and lifted her legs over the edge of the tub. The cna dried the residents legs and prepared to turn the chair to be lowered when the chair came loose from the arm and the chair and the resident fell to the floor, causing a significant head wound to the resdient. First aid was administered and 911 was called. The resident was sent to the emergency room. Resident returned to the facility later that day only to have to return to the hospital again that evening. Resident was admitted to the ICU for continued bleeding. The resident returned to the facility in 11/2001.